Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. No external damage was noted. There was an acu watchdog and primary audible alarm post errors in history. Flow and occlusion tests were performed. The reported product problem (primary audible alarm) was not replicated during the tests. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventative measure. The pump passed all the functional tests following preventative maintenance.

Event description:
It was reported the medfusion pump had a primary audible alarm. No patient injury or complications were reported in relation to this event.